Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: addr03 ipg 2011 (B)(6). (B)(4).

Event description:
It was reported that an atrial lead warning occurred due to low lead impedance. The pacing threshold has also been increasing and inner insulation failure is suspected. The lead was replaced. No patient complications have been reported as a result of this event.